Event description:
It was reported that device diagnostics resulted in high impedance. The patient was referred for x-rays. The generator was programmed off after observing the high impedance. Attempts to obtain additional relevant information have been unsuccessful to date. No surgical intervention has been performed to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.